Event description:
It was reported that during an unknown procedure, the device would paritally engage, but when clip engaged it would scissor at tip when fired. A reuseable device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.